Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue .therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient reported that it was a persistent issue, even though the exact malfunction was unknown. On the day of the event the patient was driving and stated he did not get notified by the cgm device that they were close to a hypoglycemic event because ¿the values were not updating¿, and they did not hear the alarm because of traffic. The patient experienced light-headedness and confusion, and it is unknown who performed a fingerstick, but the blood glucose reading was 55 mg/dl at that moment. The patient received fast acting carbohydrates and orange juice from his wife while he was driving. The patient stated that if his wife would have not been there the assist with the treatment he could have been in an accident. No other medication was needed and at the time of the report the patient was stable. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
It was reported that the patient experienced their egv readings and trend graph not updating on the g6 ios app. The patient also stated that they did not get notified by the cgm device that they were close to a hypoglycemic event while their blood glucose reading was 55 mg/dl. Data was evaluated. On (B)(6) 2023 at 6:46 pm an estimated glucose value (egv) of 54 mg/dl was observed, and at 6:47 pm an urgent low glucose alarm sounded at 55 percent volume. The urgent low glucose alarm re-alerted until being acknowledged on (B)(6) 2023 at 7:03 pm. Additionally, on (B)(6) 2023 at 10:01 am the patient had an egv of 106 mg/dl. At the same time, the patient altered their portrait orientation, and modified the landscape trend screen. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: descrdibe event or problem - correction to the following statement in the initial MDR, "it was reported that an unspecified malfunction occurred. The patient reported that it was a persistent issue, even though the exact malfunction was unknown."